Manufacturer narrative:
Device passed displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no response from any button. The customer¿s blood glucose level was 9.0 mmol/l at the time of the incident. Customer states that numbers are not ramping on their own. Customer stated the scroll bar is not moving with no input. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.